Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during sedation (device inside patient), the subject device showed increased yellow intensity (similar fluorescence effect) after startup. After performing white balance, the image did not improve. In addition, an abnormality was reported in the form of a return of the video laparoscope breast to its initial position. The issue occurred at a therapeutic mini gastric bypass procedure. The procedure was prolonged greater than or equal to 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of the increased yellow intensity was confirmed. The reported failure of the device not holding the set viewing angle by the operator was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged coupled device) was broken, the fibre bonding in the outer tube area (distal end) was damaged, the light guide-bundle of the video cable section was broken, the image was purple, and the light transmission was lost or too low. A root cause could not be identified. Based on the results of the investigation, the most probable cause can be traced to the broken r-unit (charged coupled device) causing the image to be purple. The light transmission being lost or too low can be traced to the broken light guide-bundle of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.